Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review found that all released product met release criteria. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the top fold of the insertion point. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Information erroneously omitted from the initial submission. Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a small leak from a weld pucker on the administration port. This issue is investigated through CAPA, and manufacture inspection and maintenance controls are in place to mitigate the occurrence of this issue including scheduled preventive maintenance to replace worn spike port mandrels in addition to in process sampling and 100% visual inspection. Should additional relevant information become available, a follow-up report will be submitted.